Event description:
Medtronic received a report that difficult placement occurred. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's blood flow was high and vessel tortuosity was minimal. It was reported that the coils would not form and continued to be straight. There was no shape to the coil. It continued migrating into the vessel. The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a guide catheter and microcatheter.

Manufacturer narrative:
Continuation of d10: product ID nv-7-30-helix (227569966); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the cause of difficulty was that the coil would not shape into helical or predetermined shape, it stayed straight. This resulted in forward migration.